Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate shock due to incorrect interpretation of signal. Programming changes were performed to resolve the issue. The patient is recovering after the procedure.